Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was dented, the lower case was broken, one bail cover was broken, the ring cover was missing, the battery contacts were compressed, the ring was missing, and the battery drawer was broken. (B)(4).